Manufacturer narrative:
The insulin pump alarmed pump error during rewind due to corroded motor home switch. The pump was received with minor scratched lcd window, cracked retainer and scratched case.

Event description:
Customer reported pump error. Customer states pump was not exposed to a high magnetic field. Customer states they are not able to rewind the pump. Customer blood glucose was 276 mg/dl. Products are expected to return.